Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the device electrodes (and/or paddles) burnt. There was no reported patient involvement.